Manufacturer narrative:
(B)(4). Batch number : r57a16 investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the excision of distal gastric cancer surgery, after fired, noted the staples malformed. Suture was used to sew the wound. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.